Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. When the sphincterotome exited the end of the endoscope and entered the duodenum, the cutting wire orientation was incorrect. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The information in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: upon receipt of the sphincterotome device for evaluation, we noted the cutting wire will not respond to handle manipulation. Because the cutting wire will not respond to handle manipulation, we are unable to verify the report of cutting wire orientation. The cutting wire has disconnected from the drive wire at the center cannula joint, approximately 20cm from the distal end of the sphincterotome. The center cannula joint exhibits a break. The area of the break and disconnection is located inside the outer catheter; no section of the device is missing. Due to the disconnection, the cutting wire located at the distal end of the sphincterotome will not respond to handle manipulation. The sphincterotome was disassembled and the center cannula joint area was subjected to a dimensional verification. The outer diameter of the center cannula joint measured smaller than the appropriate specification. If the center cannula joint is too small, this could result in cutting wire and drive wire disconnection. The product is out of specification in a manner that does not relate to the original report of difficulty with cutting wire orientation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Separation of the drive wire from the cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. If the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel, this could constrict movement of the drive wire when the handle is manipulated in an attempt to bow the sphincterotome. If added pressure is applied to the handle with the elevator and sphincterotome in this position, this could contribute to drive wire separation from the cutting wire. Other factors that can contribute to drive wire separation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of incorrect cutting wire orientation. This product was manufactured prior to implementation of this corrective action. No further action warranted at this time because the report of cutting wire orientation was unable to be verified. The laboratory findings related to center cannula measurement were communicated to the appropriate internal personnel in an effort to heighten awareness. Customer quality assurance will continue to monitor for complaint trends.